Event description:
The first report of two from the same facility involving a cusa 23khz tip. The following information was provided. The staff changed the new c4601s tip (lot no. 1122361, exp 2015-05). They switched off the cusa excel main switch. They opened the cusa excel main switch. They pushed the "test" button. It was reported that tip #1 broke into two parts after 1 minute during setup for liver surgery. The unit was not in contact with a patient when it broke. The hand piece settings were 70, 70, 70 and a nosecone was being used. It was reported that the tip did not contact another instrument or tool. The patient did not incur an injury and the surgery was not delayed as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.